Manufacturer narrative:
(B)(4). Unknown date in (B)(6) 2017 customer has indicated that the product will not be returned [location unknown at this time] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a procedure where a trauma plate was implanted. Subsequently, this plate fractured within weeks of implantation and the patient was revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2017-09195. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.